Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during manipulation of the absolute stent, the stent implant got released without activation of the delivery system. No additional information was provided.

Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Adverse event or product problem correction: adverse event removed. Type of reportable event correction: type of reportable event, malfunction. Correction: patient code 2687 removed. Evaluation summary: visual and functional inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the premature deployment was due to operational context. It is likely that the thumbwheel was inadvertent rotated causing premature deployment, as the returned analysis noted that the distal sheath was retracted 2cm proximal to the tip base and the rack was retracted 2cm proximal to the thumbwheel in the handle, suggesting that the thumbwheel was slightly rotated causing the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to initial report filing, additional information received reporting that while unpacking the absolute, it was observed that 1/3 of the distal end of the stent was expanded. The device was not used in the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.